Manufacturer narrative:
Device evaluation of battery sn (B)(4) is underway. The reported problem (will not power on monitor) has been confirmed. Upon investigation the battery was unable to power on a monitor or charge. The battery is being returned to the supplier for root cause investigation. A supplemental report will be submitted upon completion. No adverse event resulted from the defective battery.

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery was unable to power on a monitor.